Event description:
It was reported that during a common carotid artery stenting procedure, a stent embolization occurred. The 50% stenosed and non-calcified lesion was located in the moderately tortuous common carotid artery. The physician inserted the express biliary stent through a 6f guide catheter, mistakenly thinking it was a 6f sheath. The stent moved off the balloon and was floating in the common carotid artery. The physician successfully snared the stent from the body, not delaying the treatment procedure. The procedure was successfully completed with another device. No pt injuries were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that neither the stent nor the device will not be returned for evaluation; the lot # is unknown, unable to perform shop floor paperwork review, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.